Manufacturer narrative:
No hospital/medical records or medical images have been made available to the manufacturer. As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway.

Event description:
It was reported that during an angioplasty procedure in the left common iliac artery, the pta balloon allegedly ruptured at rated burst pressure. It was further reported that the balloon could not be deflated and had difficulty retracting. A needle stick was allegedly used to deflate the device. Another device was used to complete the procedure. The patient was reportedly asymptomatic.

Manufacturer narrative:
Manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only complaint reported to date for this lot number and failure mode. Investigation summary: the device, inserted in an introducer sheath, was returned for evaluation. A visual inspection found a break at the proximal weld break, with the balloon folded over the distal tip of the device. Therefore, the investigation is confirmed for a proximal weld break. Additionally, stretching was noted to the inner guidewire lumen and the distal tip of the attached introducer sheath was flared. Based on the folded over balloon, the stretching to the inner lumen, and the damage to the sheath, the investigation is confirmed for sheath related retraction issues. However, the investigation is inconclusive for the reported deflation issue and rupture as the device was unable to be functionally tested due to the damage. Based on the condition of the returned sample, it is likely that resistance was encountered by the user leading to excessive force being applied to the device as it was being withdrawn through the sheath. This excessive force may have led to the balloon breaking from the shaft. However, the definitive root cause for the identified retraction issue and reported deflation and rupture issues could not be identified based on the available information. Labeling review: the review of the IFU (instructions for use), indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate. (Expiry date: 07/2021), (trending device code: 1069 - break).

Event description:
It was reported that during an angioplasty procedure in the left common iliac artery, the pta balloon allegedly ruptured at rated burst pressure. It was further reported that the balloon could not be deflated and had difficulty retracting. A needle stick was allegedly used to deflate the device. Another device was used to complete the procedure. The patient was reportedly asymptomatic.